Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
The patient underwent a left total knee arthroplasty utilizing attune system on (B)(6) 2016 for djd caused from septic arthritis. The patella was not resurfaced. She then underwent a left revision on (B)(6) 2018 for arthrofibrosis, tibial loosening, patella pain and markedly restricted flexion. Significant synovitis and scar tissue was found. The femoral component was well fixed. Surgeon states that it took force to take the tibial base off with one blow of a mallet. The base came off cleanly from the cement. Surgeon states ¿certainly was not grossly loose.¿ cement to bone was well fixed. Doi: (B)(6) 2016 dor: (B)(6) 2018.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.